Event description:
Pt underwent knee surgery at which time a wound evacuation device was placed and utilized on the pt. The wound evac was removed with no apparent difficulty. The pt returned to the physicians office 13 days later for follow-up. X-rays revealed part of the tubing was left in the pt knee. The pt was returned to surgery for removal of the tubing.